Event description:
It was reported that after over 20 years of service, this right atrial (ra) lead was capped and surgically abandoned due to it presenting a fracture that resulted in pacing inhibition, which was confirmed by x-ray imaging. A new device was implanted. No additional patient effects were reported.